Event description:
Replaced last dexcom sensor because of sensor error > 3 hours, dexcom refuses to replace their faulty product that did not last the full 10 day period. New sensor - 9:07am g6 reading 110, finger stick reading is 74. That is a "profanity" mard of 48.6%. Also, the dexcom customer support portal will not allow you to submit a product support request, portal has been down over 24 hours now. Hold these fraudsters accountable, please help someone. Activated on (B)(6) 2024.